Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00mgu, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the clinical diagnosis was a urinary tract infection (uti). It was noted that the patient experienced burning at times when voiding. It was noted that laboratory testing resulted in abnormal large amounts of leukocyte esterase. It was noted that medications were administered and included cipro 500mg bid for 7 days. It was noted that the event was resolved without sequelae on (B)(6) 2012.